Event description:
Autoimmune like symptoms; I have been experiencing joint pain, fatigue, brain fog, irregular periods, constipation, muscle aches, anxiety, insomnia for the past 3 years. I have a positive ana of 1:640 and have been being followed and worked up by rheumatology with no diagnosis. I have sientra silicone textured breast implants that were placed in 2015. There is concern for "bii". FDA safety report ID# (B)(4).